Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not feeling a stimulation sensation and all impedances were over 10,000 ohms. Impedances on the first day following implant were within the range of 1042-3684 ohms. Two days later, they ranged from 601-1884 ohms. Three days later they were 3260 to >4000 ohms. The following day all but one electrode was >4000 ohms. There was no neurological response with amplitudes tested up to 10.5v. It was noted that blood and other fluids were visible in the extension and header of the neurostimulator. The extensions appeared "blackened" at the lead - extension connection site. The implanted neurostimulator and extensions were explanted and replaced on (B)(6) 2011. The leads were tested using a multi-lead trailing cable and were working okay. After replacement the impedances were normal and the neurological response was good. The patient recovered well w/o complication.